Event description:
Complaint states: we had a safety event yesterday when we defibrillate a patient the defibrillator pads sparked and we can no longer use our lifepack machine. Patient was not injured. Pads were being used during a resuscitation in the ICU.

Manufacturer narrative:
Report received 2/1/2023; DHR review completed with no rejects observed from testing. Raw materials used in production reviewed with no nonconformances. DHR review concludes that there were no anomolies or deviations attached to the suspect lot number. Samples arrived to manufacturer on 2/28/2023. Follow up to be provided after samples can be reviewed.